Event description:
The home care agency reported that the clave was accessed, by the pt's family member, using a syringe with attached needle. It was reported that the clave was attached to the pt's venous accesss line. Procedure being performed is unknown. The reporter asked if direction for use provided by the company state "no needles". It was further reported that the pt was admitted to the hosp with a diagnosis of air embolism but it is unknown if it related to the reported event. Pt admission date and status is unknown. Additional info was not provided although it was requested several times.